Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: have there been any patient consequences as a result of this incident? No. Have there been any adverse effects or complications due to the prolonged duration of surgery? No. How long was the procedure extended? Difficult to assess and no response from the service (it was a double operation that took place from mid-morning to mid-afternoon), we estimate this time to be 30 minutes minimum which tissue was sutured at the time of the incident? It was a gastrojejunal by-pass. Was an additional dissection necessary in tissues other than the tissue concerned? No. Has there been a change in the patient's postoperative care due to the prolonged procedure? No. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ did this issue contribute to any patient adverse event? ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ how long, in minutes, did the surgery prolong? ¿ which tissue was being sutured when the event occurred? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. When using the barbed thread for a by pass, the surgeon realized that the thread did not hold. That is, he could remove it very easily. 5 threads in a row. Notching is therefore not effective. Immediate action: removing the wire. In the end, after 5 wires, transition to v-lock. Consequence: waste of wire, loss of time, bothered surgeon, potential important patient risks. There were no patient consequences reported. Additional information was requested.